Event description:
During a robotic gyn case after inserting a fenestrated bipolar robotic instrument into the patient the surgical tech noticed that one side of the grasper had fallen off. Instrument cat # is 420205, lot# n101801717-289. Team leader notified and sales rep for company was notified. We undocked the robot and looked in patient using scope and we used a magnet to check the floors and under the drapes. No metal found. An abdominal x-ray was performed after the case before closing to make sure there was no metal inside of patient. Scrub tech and surgeon both confirm seeing the instrument with both pieces attached prior to inserting instrument inside of patient.